Event description:
It was reported that this pacemaker was part of the system revision due to pocket erosion and infection. Reportedly, the health care professional (hcp) called to be transferred to system website team. No adverse patient effects were reported. The pacemaker was explanted.